Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric, de novo target lesion was located in the moderately calcified proximal left circumflex(lcx) artery. A non-bsc guide catheter and a non-bsc guidewire were advanced and positioned towards the lesion. Predilation was performed with a 20x2.5mm emerge balloon catheter. Subsequently, a 12x3.00mm synergy¿ drug-eluting stent was selected for use to treat the target lesion. However, in advancing the device towards the ostium of the proximal lcx artery, the physician noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).